Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated at the time of admission her blood glucose levels were 60mg/dl. Prior to the admission customer stated the reason for her low blood glucose levels were due to having the stomach flu. Nothing further reported.